Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported puncture could not be conclusively determined.

Event description:
During a procedure, the sheath and dilator were punctured. When inserting the needle into the sheath at the section of the curve, resistance was noted. The needle was removed and attempted to be bent to match the curve of the sheath. While placing the needle through the sheath, the wire punctured the sheath and the dilator at approximately 1 cm from the tip of the sheath. The puncture was visualized through fluoro and there were no adverse consequences to the patient. The needle and sheath were removed and a new wire and sheath were used and the procedure was continued.